Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 39 mg/dl at the time of the event and was treated with food and glucose tablets. The customer was reporting no symptoms related to their low bg. Troubleshooting was performed and insulin delivery was not suspended due to sensor glucose vs blood glucose difference but sg and bg difference is greater than 30%.event involved products mmt-7040a. It was unknown whether the auto mode feature was active or not at the time of the event and also unknown whether the customer was using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. It was unknown whether the customer will continue using the device. No product return is required mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.